Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that there was crack near the reservoir compartment and exposed to moisture. The customer reported that insulin pump was working normally. The customer's blood glucose at the time of incident was 145 mg/dl. The insulin pump will be returned for analysis.